Manufacturer narrative:
The device was returned to smiths medical. During the test, leaks were found in the cuff. Based on the tests performed to replicate the failure mode, where it could not be reproduced using the tools from assembly process, the most probable root cause is that damaged occurred after the product left smiths medical facilities. DHR: a device history review was also conducted on the component lot numbers and no discrepancies were found.

Event description:
It was reported that the cuff was leaking in the same spot twice on the same patient. No further information will be given for this complaint. No patient injury was reported.